Event description:
Reporter has tested some ltv's with the universal cable adapter. If you use the adapter and the internal battery is very down, there is a "little problem" if you don't think that you have to wait 6-10 sec before you turn on the ltv. If you connect the power source to the ltv and turn on the ltv with a very discharged internal battery, the ltv doesn't switch on. The ltv goes into an undefined situation. You can simulate this situation if you disconnect the internal battery, connect the adapter and turn on the ltv immediately. In this situation you can't charge or use the ltv. You have to disconnect the ltv cable adapter, but this is normally not possible, and connect the power source directly without the cable adapter. Reporter has tested this with a fully empty battery. The ltv's don't start if you turn on the ltv within the 10 second period. Please note this was found internally by playing with these. The problems are not reported by the field.